Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac inlet connector was found to be broken. The device's ac inlet connector was replaced to address the issue. The device had damage consistent with being dropped.